Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a epidural abscess procedure. It was reported that the site was attempting to register the patient, but it did not work. They attempted to trace 3-4 times on 2 computed tomography (CT)'s. The tracer pattern was flipping up and down. The surgeon didn't need navigation since the legion was superficial and aborted navigation. The site used scans from a few weeks ago and the patient had a lot of swelling which would have caused variations in the anatomy. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: patient information updated. A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. Software engineering reviewed screenshots and archives. Notice artifacts on the patient's head in the 3d model and artifacts on the exam slices. Using the edit 3d model feature to remove those if they were not present during the registration time could help improve registration success. Also, mentioned was the swelling which would vary the 3d model from the patient's registration which results in increased error metric. Based on the information provided there is no indication a software anomaly contributed to the reported behavior. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services analyzed the archive and it was found that the registration CT exam and mr merge appeared correct, however the registration CT exam appeared to have substantial swelling compared to the mr. CT also had tubing and stables in it. Head holder was removed.